Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a deformation of the conductor coils located at 185 and 238 mm from the terminal pin. Additionally, the conductor coils were crushed 650, 656 mm from the terminal pin. Testing determined this damage had been the result of the explant procedure. Resistance testing was performed which confirmed the electrical continuity of the lead. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this left ventricular lead was explanted due to an unspecified product performance issue. No adverse patient effects were reported.